Manufacturer narrative:
The event was not added to the initial report. After pocket closure, the associated lead displayed high impedances. The pocket was reopened, the lead was cleaned and reattached to the crt-d, which resolved the high impedance. It is believed the setscrew was the issue. Both devices remain implanted and no adverse patient side effects were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The event was not added to the initial report. After pocket closure, the associated lead displayed high impedances. The pocket was reopened, the lead was cleaned and reattached to the crt-d, which resolved the high impedance. It is believed the setscrew was the issue. Both devices remain implanted and no adverse patient side effects were reported.

Event description:
After pocket closure, the associated lead displayed high impedances. The pocket was reopened, the lead was cleaned and reattached to the crt-d, which resolved the high impedance. It is believed the setscrew was the issue. Both devices remain implanted and no adverse patient side effects were reported.